Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low-voltage right ventricular (rv) lead exhibited an abrupt rise in pacing threshold value and a decrease in the r-wave measurement and impedance. The current electrogram (egm) revealed a loss of capture and an interrogation noted the rv lead impedance warning had triggered, along with a polarity switch observed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.